Manufacturer narrative:
(B)(4). Concomitant medical products: 157442 m2a-magnum mod hd sz 42mm 42mm 806640, us157848 48odx42id magnum abx pf cup 597240, 103201 taperloc por fmrl 6.0x132 313590. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00235.

Event description:
It was reported the patient underwent an initial left hip antroplasty and was subsequently revised due to pain and fluid on the hip twelve years later. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.